Manufacturer narrative:
Results: root cause is undetermined. No device or procedural images were provided for review. Stent thrombosis and mi. Conclusions: stent thrombosis and mi. Root cause is undetermined. Device or procedural images not provided for review. (B)(4).

Event description:
Physician implanted a resolute integrity otw drug eluting stent in the lad vessel to treat a stemi event. The lesion was pre-dilated. It was reported that the resolute stent was not fully expanded. Implantation was successful and no complications were reported. Patient was discharged on plavix. Approximately 4 days later the patient was hospitalized due to stent thrombosis of the resolute stent, patient suffered a stemi. Physician changed the patient¿s medication from plavix to brelenta and performed a revascularisation using two non-medtronic stents to treat the thrombus. The relationship to the device was not assessed.